Event description:
It was reported that arteriotomy closure of the femoral artery was attempted using a perclose proglide device after an interventional procedure. Reportedly, the suture broke. Another proglide was used with the same results. Although the method used to achieve hemostasis could not be confirmed, the account reporter believed that manual arterial compression was used. There was no adverse patient sequela reported. The physician is reported to be trained in the use of the device. No additional information was provided.

Manufacturer narrative:
(B)(4). An analysis of the returned device confirmed the reported suture break. A review of the lot history record indicated all lot release testing met acceptance criteria and revealed no non-conformances that would have contributed to the reported event. Based on the investigation, no product deficiency was identified.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The other perclose proglide device is being filed under a separate medwatch MFR number.